Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report MDR pr# 8963538 was sent in error. Complaint captured under report MDR pr# 8963544 MFR#1213809-2023-01137. MFR#: 1213809-2023-01138 is void as a result.

Event description:
Material#:320550, lot#: 2320078, 2327547, 3004043. It was reported by the consumer tried to prime 2 units but was unsuccessful. Non patient end was not bent before or after trying to prime. Consumer stated, there was no insulin flow when priming. Verbatim: from phone call on 2023-09-22 10:58:07: lot: 2320078,(one box) 2327547,(one box) 3004043, (two boxes) four boxes of pen needles in total. Assisted consumer over the phone with attempting to prime pen needles. Consumer tried to prime 2 units but was unsuccessful. Non patient end was not bent before or after trying to prime. Consumer stated, there was no insulin flow when priming. Catalog: 320550. Date of event: (B)(6) 2023. 6 pen needles failed to prime. Samples: yes. Consumer stated, she will reach out to the manufacture of medication. Cl.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2320078. D4. Medical device expiration date: 30-nov-2027. H4. Device manufacture date: 16-nov-2022. D4. Medical device lot #: 2327547. D4. Medical device expiration date: 30-nov-2027. H4. Device manufacture date: 16-nov-2022. D4. Medical device lot #: 3004043. D4. Medical device expiration date: 31-jan-2027. H4. Device manufacture date: 04-jan-2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: lot: 2320078,(one box) 2327547,(one box) 3004043, (two boxes) four boxes of pen needles in total. Assisted consumer over the phone with attempting to prime pen needles. Consumer tried to prime 2 units but was unsuccessful. Non patient end was not bent before or after trying to prime. Consumer stated, there was no insulin flow when priming. Catalog: 320550. Date of event: (B)(6) 2023, (B)(6) 2023 pen needles failed to prime.